Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a protector p50 multipack had foreign matter. The report is as follows, "one of our techs found what appears to be hair inside a p50 multipack."

Manufacturer narrative:
H.6. Investigation: one physical sample and one photo sample was provided to our quality engineer for investigation. Through visual inspection, a hair was observed between the filter and filter cover of the device. A device history record review did not reveal any quality issues during the production of lot number 1811115 that may have contributed to the reported incident. Phaseal product is manufactured in a clean room. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. It was determined this incident occurred as a result of improper gowning my manufacturing personnel.

Event description:
It was reported that a protector p50 multipack had foreign matter. The report is as follows, "one of our techs found what appears to be hair inside a p50 multipack."